Manufacturer narrative:
This event occurred in (B)(6). Device not returned.

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs pro meter serial number (B)(4). A sample from the patient was tested with the meter, resulting as 4 inr. Within 30 minutes, a second sample was collected and sent for testing at a reference laboratory using a sysmex with innovin reagent. The result obtained with the innovin method was 2 inr. No adverse events were alleged to have occurred with the patient. The medical decision was made based on the innovin result and it was decided not to modify the treatment of the patient. The patient's therapeutic range is 3.7 inr. The customer's product was requested for investigation. The test strips could not be returned for investigation since the customer used all the test strips. Relevant retention test strips (lot 258635) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. No further investigation was possible since the test strips could not be returned.